Event description:
Caller reported a temperature alarm while the pump was charging, although it was not exposed to extreme temperatures. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, even though it was out of warranty. The customer received instructions on how to put the pump into storage mode and will continue using the current pump until the replacement is received. The customer was instructed to return the problematic pump.